Event description:
New information received indicated the cardioversion was suspected to be the cause of the reset and the implant date was able to be programmed. There were no patient consequences.

Event description:
It was reported the patient presented for implant procedure. During surgery, the patient required cardioversion during the atrial leadless pacemaker (alp) implant to restore sinus rhythm. After the implant was finished, the alp was found to have reset. At discharge the following day, the implant date was missing and the battery voltage had dropped. On (B)(6) 2026, the patient returned in clinic for follow-up which showed the battery had returned to normal voltage. There were no patient consequences.

Manufacturer narrative:
D4 - primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.